Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay for multiple patients performed on (B)(6) 2023. This MFR. Report addresses patient two (2) of two (2). The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on an unknown sample type. Confirmation testing (unknown platform) was performed and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay for multiple patients performed on 03mar2023. This MFR. Report addresses patient two (2) of two (2). The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on an unknown sample type. Confirmation testing (unknown platform) was performed and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single use; device discarded